Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation . The subject device has not returned for evaluation. A physical device inspection can not be completed. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device exhibited an unknown error message and the device was found to be not working. There were no further details provided regarding the reported event. No patient harm or injury was reported. No user injury reported.